Event description:
The customer reported that the vertical column does not move up or down. One of the rollers has come off the sliding guides. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the lift equipment to fit a roller in a column axis. He verified the fastening. The system was repaired, found to be operating as intended, and released to the customer for use.